Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. The patient expired. The cause of death was not provided.

Manufacturer narrative:
D10 continued: 6935m62 lead implanted (B)(6) 2013 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on postoperative day (pod) 10 the patient developed acute chest pain and diaphoresis, and the vad lost pulsatility and had "flat power waveforms". The change was accompanied by bloody drainage from a previous computerized tomography (CT) site. A bedside transthoracic echocardiogram (tte) was performed, and a possible clot was found around the heart. The patient was taken to the operating room (or) for redo sternotomy with pericardial hematoma evacuation. The patient underwent 10 minutes of cardiopulmonary resuscitation (CPR) in the or and implantable cardioverter defibrillator (ICD) shock for ventricular tachycardia (vt)/ventricular fibrillation (vf). Pulsatility improved with clot evacuation. The patient was taken to the cardiothoracic intensive care unit (cticu) for postoperative management where the patient began posturing with rightward gaze deviation. A stroke alert was called and a head CT was completed. The patient's neurologic status was followed closely. Electroencephalogram (eeg) findings and CT findings were consistent with diffuse anoxic brain injury. Sedation was discontinued with no improvement of the patient's neurologic status. The patient required hemodynamic support with multiple vasopressors as well. The patient's status was discussed with family. The patient became do not resuscitate (dnr) on pod 13, and care was not to be escalated at that time. The patient remained on multiple vasopressors but remained stable with support. The patient's neurologic status never improved, and the decision was made to withdraw care on pod 17.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via log file analysis, which revealed three (3) low flow alarms logged on (B)(6) 2018. Of note, the available controller log files only covered the period through (B)(6) 2018. As a result, the reported no flow event 10 days post-operative could not be confirmed. Based on the available information, including the occurrence of the event within 10 days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and no flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia, thrombus, neurological dysfunction, bleeding, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.